Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2010, a 3.0x28mm xience v stent was successfully implanted in the proximal left anterior descending (lad) coronary artery lesion. On (B)(6) 2014 the patient started experiencing anginal equivalent pain. On (B)(6) 2014, the patient was admitted to the hospital and another percutaneous intervention was performed in the proximal lad re-stenosed lesion. The patients dual antiplatelet therapy (dapt) medication was changed. The event resolved without sequela. On (B)(6) 2014, the patient was discharged from the hospital. There was no additional information provided.